Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6)2012 and the mesh was implanted for vaginal prolapse. On (B)(6)2017 the patient underwent an examination under anesthesia to assess complications related to the insertion of the device and mesh exposure was noticed on the posterior vaginal wall related to the insertion of mesh. Definitive plans for the patient's management have not yet been finalized. Additional information will be requested.